Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 04-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Shortly after undergoing the essure procedure, and hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. Her post-procedure period has been marked by increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, dental problems, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2014, plaintiff underwent a partial hysterectomy in an effort to stop her heavy bleeding. On or around (B)(6) 2016, she underwent a second surgery to remove her essure coils. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented heavy menstrual bleeding. 2 years after placement, plaintiff underwent a partial hysterectomy in an effort to stop her heavy bleeding. She also underwent a second surgery to remove her essure coils two years later. This event, seen as menorrhagia, is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since medical intervention (partial hysterectomy) was performed to stop the bleeding and after two years, device removal was also required, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding'), bipolar disorder ('psychological or psychiatric problems condition: bipolar disorder') and blindness ('blindness') in a 28-year-old female patient who had essure (batch no. A36521, a36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, retinal detachment in 1992, morbid obesity, dizziness, nicotine dependence, german measles, leukocytosis, human papilloma virus antibody positive, nausea, birth control pill and pelvic adhesions. Previously administered products included for regular cycle: nortrel from (B)(6) 2012; for arthritis: aleve from 2007 to 2010. Concurrent conditions included retinopathy since 1992, sexual transmission of infection, tobacco user, ovarian cyst, vitamin d deficiency, uterine prolapse, vaginal disorder, amenorrhea, urinary retention, discomfort, endometriosis, diarrhea and left lower quadrant pain. The patient also had a family history of retinal detachment. Concomitant products included bupropion hydrochloride (wellbutrin) since 1997 and quetiapine fumarate (seroquel) since 1997 for bipolar disorder and depression, cortisone since 2015 for shoulder pain as well as naproxen sodium (aleve) since 2009, topiramate (topamax) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month 21 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced teeth brittle ("dental problems:teeth brittle"), migraine ("migraines / headaches") and tooth fracture ("dental problems:teeth breaking"). On (B)(6) 2014, the patient experienced pelvic pain ("increasingly severe pain,chronic pelvic pain"). On an unknown date, the patient experienced pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), bipolar disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), blindness (seriousness criterion medically significant) and impaired work ability ("not able to work"). The patient was treated with surgery (bilateral salpingooophorectomy/total abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, back pain, teeth brittle, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth fracture, alopecia, blindness and impaired work ability outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, fatigue and weight increased had resolved and the pelvic discomfort, bipolar disorder, depression and migraine had not resolved. The reporter considered abdominal pain, alopecia, back pain, bipolar disorder, blindness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, impaired work ability, menorrhagia, migraine, pelvic discomfort, pelvic pain, teeth brittle, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: a36514, manufacture date: 2012-08, expiration date: 2015-08; lot number: a36521, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and blindness ('blindness') in a 28-year-old female patient who had essure (batch no. A36521,a36514) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005, retinal detachment in 1992, overweight, dizziness, nicotine dependence, german measles, leukocytosis, human papilloma virus antibody positive, nausea, birth control pill and pelvic adhesions. Previously administered products included for regular cycle: nortrel from (B)(6) 2012 to (B)(6) 2012; for arthritis: aleve from 2007 to 2010. Concurrent conditions included retinopathy since 1992, sexual transmission of infection, tobacco user, ovarian cyst, vitamin d deficiency, uterine prolapse, vaginal disorder, amenorrhea, urinary retention, discomfort, endometriosis, diarrhea and left lower quadrant pain. The patient also had a family history of retinal detachment. Concomitant products included bupropion hydrochloride (wellbutrin) since 1997 and quetiapine fumarate (seroquel) since 1997 for bipolar disorder and depression, cortisone since 2015 for shoulder pain as well as naproxen sodium (aleve) since 2009, topiramate (topamax) since (B)(6) 2014 and tramadol since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month 21 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced the first episode of teeth brittle ("dental problems teeth brittle"), migraine ("migraines / headaches") and tooth fracture ("dental problems teeth breaking"). On (B)(6) 2014, the patient experienced pelvic pain ("increasingly severe pain,chronic pelvic pain"). On an unknown date, the patient experienced pelvic discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"), depression ("psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), blindness (seriousness criterion medically significant), impaired work ability ("not able to work") and the second episode of teeth brittle ("teeth brittle"). The patient was treated with surgery (bilateral salpingooopherectomy/total abdominal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, back pain, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth fracture, alopecia, blindness, impaired work ability and the last episode of teeth brittle outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, fatigue and weight increased had resolved and the pelvic discomfort, bipolar disorder, depression and migraine had not resolved. The reporter considered abdominal pain, alopecia, back pain, bipolar disorder, blindness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, impaired work ability, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of teeth brittle and the second episode of teeth brittle to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received. Lot number added. New events adde- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse, psychological or psychiatric problems condition: bipolar disorder, depression, migraines / headaches, dental problems brittle, teeth breaking, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, blindness and not able to work were added. Patient demographic, lab data, concomitant condition, historical medication, concomitant medication, start date and stop date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 28-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented heavy menstrual bleeding. 2 years after placement, plaintiff underwent a partial hysterectomy in an effort to stop her heavy bleeding. She also underwent a second surgery to remove her essure coils two years later. This event, seen as menorrhagia, is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Considering event's nature and the absence of alternative explanation, causality between reported event and essure use cannot be excluded. Since medical intervention (partial hysterectomy) was performed to stop the bleeding and after two years, device removal was also required, this case is regarded as incident. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.